Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that one of the prongs of the inserter became stuck in the interbody device during implantation, and broke off of the inserter. The prong remains stuck in the interbody device, implanted in the patient at the surgeon's discretion.